Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation and felt surges in stimulation after suffering a fall. The patient¿s entire scs system was removed and replaced with a new one. The patient is now receiving effective stimulation.